Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The february 2016 angiodynamics complaint report was reviewed for the manifolds product family and the failure mode "air bubbles noted." No adverse trend was identified. The reported complaint description cannot be confirmed, as no sample was returned for evaluation. A potential root cause may be that the end user did not adequately secure connections between the manifold and the device to which they were connecting prior to use. Angiodynamics manufacturing process controls include an end of lot leak test based on an aql. (B)(4). Device discarded by end user.

Event description:
As reported by angiodynamics' distributor in (B)(6): end user hospital in (B)(6) reports "air leaking into 3-way manifold connection." Device is sold to (B)(6), non-sterile for further processing. No customer complications or injury were reported.